Event description:
It was reported that the right ventricular lead had noise evident on the pace/sense portion, there was a history of oversensing, and the unipolar and bipolar thresholds were chronically high. It was further noted that unipolar impedance was higher than bipolar impedance, and the bipolar impedance had decreased since implant leading the physician to suspect insulation damage. A lead warning was triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.